Event description:
It was reported that the patient developed an infection and the pump system was explanted. The patient developed meningitis a couple of months following a pump change. The onset was noted as taking place in (B)(6) 2012. The patient displayed symptoms of infection; fever, drainage, pain, incisional wound opening <(>&<)> meningeal signs/symptoms. The location of infection was reported as device pocket <(>&<)> catheter track. Cultures were done of the device pocket, lumbar region, cerebral spinal fluid (csf), and blood. It was reported that a total device system explant was done, however, the date of explant was not provided. The patient was treated with IV antibiotics; patient outcome reported as "infection resolved". There were no signs or symptoms of drug withdrawal. The medication in the pump was hydromorphone. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6). Product type catheter (B)(4).